Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. There are also other technique and anatomical related factors that may contribute to pvl. It was noted that there was a fistula present. The reported event was not confirmed. The root cause of the pvl cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for three (3) months, was explanted due to a fistula with moderate-to-severe regurgitation and perivalvular leak. The explanted device was replaced with another edwards valve. The patient's post-op period was complicated with respiratory insufficiency, chb and pain syndrome, and he required ppm and blood transfusions. He responded well to medical management was discharged to a snf in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The report of regurgitation could not be confirmed due to condition of the valve as received. Report of perivalvular leak could not be confirmed through visual observations. As received, all three leaflets were cut and measured approximately 9mmx2.5mm on leaflet 1, 10mmx3mm on leaflet 2, and 9mmx3mm on leaflet 3. The cuts had smooth and even edges; leaflet fragments were not returned. Serrated markings were observed on leaflets 1 and 3 near commissure 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. X-ray demonstrated wireform intact.